Event description:
A small foreign substance was noted after a pulmonary bronchoscopy was performed in the or. The surgeon immediately retrieved the substance, and the bronchoscope was pulled out of service so that it could be examined. The vendor examined the scope and examined the foreign substance, and determined that the glue used to adhere the sheath to the insertion tube came off the scope.